Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient came in, the leads were removed, and everything was intact. The patient then got the full implant. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889, product type lead.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient thought that one of their leads had come out. No patient symptoms were reported. No complications were reported or anticipated.